Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11604. It was reported the pt left a message for the sjm representative stating she felt overstimulation when she would lie down, and she was having difficulty breathing. In addition, it was reported the pt had suicidal thoughts. The sjm representative attempted to contact the pt, however, was only able to leave a message advising the pt to turn the system off and to contact her physician immediately. The physician was notified. Follow up regarding the pt status identified the pt had cancelled several appointments.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.